Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had to go to urgent care because of hyperglycemia. The patient had blood glucose levels exceeding 500 mg/dl. The pod was worn for 24 to 36 hours on the abdomen. Patient was treated with 14 units of insulin through a manual injection. The pod was removed and discarded.